Event description:
During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code was noted. The device was returned to the biomedical department for a report of, the pump has malfunctioned. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found channel 2 of the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.